Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus medical systems (B)(4), it was found that there were foreign materials around and under the forceps elevator due to the insufficient cleaning and there was the stain inside of the light guide lens. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the past similar case, the foreign materials around and under the forceps elevator could occur due to improper customer reprocessing methods. The stain inside of the light guide lens could have been attributed to deterioration of the adhesive resulting in dirt entered the inside of the lens through the gap and corrosion.